Event description:
It is reported that 8 abre boxes arrive to a facility damaged, with bend/kink in the box. 6 of these were not opened and not used in a patient. 2 of the stents were implanted in the left proximal, mid, distal ilio-femoral vein of a patient. The lesion was fibrous with moderate tortuosity and no calcification. The vein diameter was 10-16mm and lesion length was approximately 250mm. Abnormalities reported in relation to anatomy were may-turner syndrome. A 9f sheath was used during the procedure. When removing the device from the hoop/tray, the inner protection cover was visibly kinked so was the triaxial delivery system. The device was prepped per the IFU. The lesion pre-dilated with a 10 x 40 pre-dilation device. The stents did not pass through a previously deployed stent. No resistance encountered when advancing the devices. No excessive force used. The first stent, 14 x 150, was implanted successfully but after implementation it seemed like the rest of the vein got narrowed and flow was restricted. Another access point was obtained and the 12 x 150 abre was added to open the vein fully. The second stent was implanted successfully, despite damage to the deliverysystem. The physician and team only found the problematic delivery and kinking when the patient was already under sedation and the physician had no choice but to move forward with the stents as it was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the narrowing following the 1st stent deployment was a reaction after implanting a venous stent. It has nothing to do with the reported issue. It is just the course of action that led to the implantation of a second stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.